Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the plug unit and the control unit had discoloration due to chemical stress caused by handling. It was observed that the scope connector had corrosion due to chemical stress caused by handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, connecting tube, scope connector cover unit, lock engagement lever, lock engagement knob, up and down knob, right and left knob, switch box, scope cover, universal cord, grip, control unit and on the scope connector. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The customer responded that the specific steps taken during the cleaning sterilization and disinfection (cds) were unknown. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the obtained information. Feedback to the user. Please conduct reprocessing according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope had defective air/water supply. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.